Manufacturer narrative:
The cartridge was not returned for evaluation. However, the lens was received and visual inspection found a portion of the optic torn. There is evidence of clear surgical residue.

Event description:
The reporter stated, a 21.0 diopter three piece silicone lens, model number aq2003v tore upon insertion. The lens was removed without pt injury. The reporter stated the cartridge was the cause of the lens tear.